Event description:
The caller reported that her husband had a tracheostomy tube that was not staying inflated. She reported that the tracheostomy tube was pretested and inserted by the doctor last month. The cuff of the tracheostomy tube kept deflating, and her husband was having difficulties breathing two days ago. Today, they went to the hospital, and the doctor removed this tracheostomy tube, and re cannulated her husband with a new tracheostomy tube. The removed tracheostomy tube was tested in water to see where the leak was, and it was discovered that the leak was at the pilot balloon seam. The used tracheostomy tube was discarded, and the lot number is unknown. It was in the patient for about a month, and the caller stated they were not aware that the tracheostomy tube had to be changed out every 29 days.